Event description:
Additional information was reported. Patient reported their right side was also out.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient got no control on their left side from their implantable neurostimulator (ins) and the pain started to slowly get worse. This started ¿quite a while ago¿. The patient wanted to get to a level 4 at best. They had the device for both their right and left side but got no control on the left. The patient stated that on the remote, ¿number 1¿ controls the left side and ¿number 2¿ controls the right side. The patient had turned the left to 0.0 volts. They could turn up the left and felt it in their feet but it shouldn¿t be on right but instead should be on the left. They stated that they wanted to control the left but got no treatment to that side. This was of a gradual onset. It was reported that they just took x¿rays. It was noted that device worked pretty good on right at the high end. The patient usually deals with the manufacturer¿s representative but they usually did not come until it was convenient for them but when it involves pain the patient wanted it done today. It was noted that the patient did see a new representative last week where they raised the intensity higher on the right side and they were ¿really good¿. It helped them get it closer to the lower back injuries then the legs. The doctor told the patient they were going to put in another ¿unit¿. The patient had terrible pain in the morning when they got up and had to take medication and sit in a chair to recover. It was mentioned that the pain medication did not work and the patient tried to change it and it sent them to the hospital. The patient was on maximum pain pills now. Additional information received on (B)(6) 2017 reported that the patient saw the representative and their doctor on (B)(6) 2017 (?) Where they ¿moved it to program 1 so its at my feet and they also moved it up but its not helping and the dr said I have to get it replaced".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their stimulation on the right side was satisfactory but somehow it went a little lower and the patient had to turn it up quite a bit to use it. When the patient 'cranks it up' to an uncomfortable stimulation level to use it they feel stimulation in their left side as well as their feet that is 'major uncomfortable.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.